Manufacturer narrative:
Batch review performed on 28 july 2021: lot 1811521: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 28 july 2021: gmk-primary 02.07.0410muc tibial insert uc mobile size 4 / 10 mm (not registered in us) lot 1904282: (B)(4) items manufactured and released on 09-aug-2019. Expiration date: 2024-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-primary 02.07.1003l tibial tray mobile cemented size 3 l (not registered in us) lot 1903548: (B)(4) items manufactured and released on 18-sep-2019. Expiration date: 2024-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient broke his medial collateral ligaments (cause is unknown) therefore the implanted prostehsis was not stable anymore. 1 year and 7 months after the primary surgery, the surgeon decided to change the prosthesis to a gmk hinge.